Event description:
The initial reporter alleged discrepant results were generated using the kit cobas 6800/8800 mpx 96t ce-ivd on the cobas 6800 instrument. An individual donor sample was tested on (B)(6) 2020 and generated an hiv reactive result with a cycle threshold (CT) value of 42.14. The same sample was re-tested twice on (B)(6) 2020, and both re-tests generated non-reactive results for all targets. Serology testing for the donor was confirmed to be non-reactive. Blood from the donor was not released.

Manufacturer narrative:
The analysis was performed on a cobas 6800 instrument (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. The discrepant results were attributed to the sample being near or below the assay's limit of detection (lod). Samples in this range can produce variable results upon retesting. A review of the provided data confirmed that the assay functioned as intended, and no product malfunction was identified. The blood sample in question was not released, and no harm was reported. The assay is working as intended.